Manufacturer narrative:
All three complaint devices were returned to conmed for evaluation. The three ultra ablators were evaluated under 10x-20x magnification and exhibited insulation dielectric failure due to reduced insulation thickness. The damage resembles/is consistent with like devices when they unintentionally come into contact with other surgical instruments used in the same joint space. The common twisting motion is applied during cannula insertion and can potentially cause this unintentional contact. The insulation is an epoxy based powder coating material and is applied in a certain thickness during manufacturing so it can withstand dielectrics. A research and development engineer determined the probable cause of this defect is unintentional contact with another instrument during use. A review of the manufacturing documents from the device history record has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacturing. A two-year review of complaint history revealed a total of two complaints for this device family and reported failure combination. Using the same criteria, this is the only adverse event raised for this reported issue and a total of 41,232 units have been sold worldwide. A risk analysis was performed and the risk was deemed acceptable based severity and the calculated rate of occurrence. This ultraablator is used in conjunction with an electrosurgical pencil, a dispersive pad and a generator. It functions to resect, ablate, cut and coagulate tissues is arthroscopic procedures. Radiofrequency energy is used which allows the tip to heat up and perform as intended. The instructions for use advice the user of the following. -electrodes must only be used in a conductive fluid mediums to avoid insulation damage. If any visual defects are noticed in the insulation or if the ceramic is damaged in anyway, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the electrode from the cannula, to avoid the possibility of damage to the device and/or injury to the patient. Do not use device with a metal cannula. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and other object may result in product damage and/or patient/personnel injury. Maintain the active electrode tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated electrode outside the field of view. This reported issue will continue to be monitored through the complaint system.

Manufacturer narrative:
The ultrablator 90 degree, three rib, 130mm length, 3.2mm diameter has been received by conmed corporation and the evaluation/investigation is currently in process. A follow-up report will be filed upon completion of the investigation.

Event description:
Head of the electrode burnt. There was no patient injury. There has been no other event or patient information provided as of this date. This is being reported as a malfunction with potential for patient injury.